Event description:
Event: post implant fem-fem bypass. The physician reported that two days post successful graft implant the patient did not have adequate flow to the left common femoral artery. A fem-fem bypass was performed. The physician determined that graft was patent but that the left internal artery was not patent. The patient reports experiencing pain in the left buttock.